Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. The icm will not return as it was retained by the hospital. A new icm was implanted. No adverse patient effects were reported.